Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed april 7, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device due to open circuits on all electrodes. The implanted device remains.

Manufacturer narrative:
(B)(4).